Manufacturer narrative:
Product event summary (B)(4): the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, criteria for the right ventricular lead integrity alert were met, and oversensing due to non-physiologic signals/sic (sensing integrity counter), analysis of the device memory indicated oversensing associated with the right ventricular lead.

Event description:
It was reported that the patient experienced many weak and syncopal episodes, and the lead exhibited oversensing and a loss of pacing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.